Event description:
On 1 august 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. On 24 august 2022 investigation revealed a missing portion of the needle tip. Additional information received on 5 september 2022 reported that the physician didn¿t see any fragments during the procedure and planned to examine the patient with x-ray during the next follow up visit. No adverse events were reported and the current status of the patient was not reported.